Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
On (B)(6) 2015, the patient underwent a second left hip revision to address instability and dislocation. The acetabular liner and femoral head were revised to a depuy constrained acetabular liner and femoral head. The acetabular liner removed was a 10-degree face-changing liner in a 64 mm shell and the femoral head was 44 mm. There were no indicated intra-operative complications. Date of implantation: (B)(6) 2013, date of revision #1: (B)(6) 2013, date of revision #2:(B)(6) 2015, (left hip).